Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was scheduled for an MRI of their back. They were getting the device not responding message. They confirmed they were placing the communicator directly on the skin where they could feel the stimulator. They turned off the communicator and restarted handset. They were still getting device not responding. It was reviewed with the patient that it was possible their ins had depleted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient leaked all the time. They said the patient was leaking some but nothing like when the ins battery went out the first time. Additional information was received from the hcp. The hcp reported that the patient could not activate MRI mode so they had their ins replaced on (B)(6) 2025. The MRI tech did not have any other details about the patient's issues with activating MRI mode.